Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that, after deployment of the stent, the physician had difficulty pulling the delivery catheter back out through the sheath.

Manufacturer narrative:
Analysis: the device in question was not returned as it has been implanted. The details provided indicate that the balloon would not come back through the introducer sheath. Without the actual device in question it is difficult to determine the cause of the complaint. The details indicate that multiple devices were passed through the 7fr introducer sheath. The details also indicate that the catheter shaft broke while attempting to remove the balloon back through the sheath. The device history records show that the manifold to shaft tensile testing was conducted on 20 test samples from the production lot in question. The lowest tensile force value was 7.5lbs. The instructions for use specify not to force entry or withdrawal of the device if resistance is encountered. The introducer sheath used in the case was not returned for evaluation. If it had been returned the distal tip would have been evaluated as during follow up procedure (when incident occurred). It is possible that the sheath was damaged while withdrawing one of the multiple other devices back through the introducer sheath. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. All quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. There were no issues in regards to the stents being able to pass through the introducer sheath. Based on the review of the device history records and product complaint details atrium can find no fault with the product. It is possible that the balloon was not allowed to fully deflate prior to attempting to remove the balloon from the stent or the introducer sheath may have become damaged. This cannot be confirmed without the actual device in question. Clinical evaluation: if a catheter cannot be withdrawn back into a sheath and part of the component breaks off it would cause a prolonged intervention. There are several possibilities that could cause a piece of the device to break off including excessive manipulation and force. The instructions for use (IFU) warns do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.